Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted for the treatment of a 5+ cm in diameter abdominal aortic aorta. It was reported that the physician alleges that there was potentially a hole in the distal portion of the main body of the bifurcate (just proximal to the flow divider). There was a late endoleak at this part of the graft. The physician decided to cover the area with an aortic cuff extension piece and the leak resolved. No additional clinical sequelae were reported and the patient is fine. The physician stated the event was related to the device.